Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient was undergoing therapy using a prismaflex machine and a prismaflex set. During therapy, the return line disconnected from the patient¿s femoral vascath. The machine did not alarm and the issue was noticed quickly with an estimated blood loss of 150 ml. The patient continued to be treated on the machine with no changes hemodynamically. There was no report of patient injury or medical intervention associated with this event. No additional information is available.